Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed bubbles in ise flow cell. The fse replaced multiple hardware parts including the ise syringe case, the buffer valves, the sample syringe dispenser, and tubing and adjusted the gear pump flow to resolve the issue. Upon replacement, the fse performed calibration and quality control with acceptable results. The fse verified the analyzer returned to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results on sodium (na), potassium (k), chloride (cl) and microalbumin (mab) on their au680 clinical chemistry analyzer. The samples were repeated with normal results. The customer did not provide patient demographics but verbally provided the results for two patients.